Event description:
It was reported to philips that the system was unable to boot up and stuck at 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and found the system starting 00:00 and does not boot. Review of the log files shows sib malfunctioning. Upon troubleshooting, the philips field service engineer (fse) found the fuse in the main power supply section of the m-cab was blown, and the part that communicated with the flexvision pc was stopped. To resolve the issue, fse replaced the fuse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.